Event description:
It was reported that during a percutaneous coronary interventional (pci) with cutting balloon angioplasty and stenting procedure, a shaft break occurred. Vascular access was obtained via ipsolateral approach. The 90% stenosed and de novo lesion was located in the mildly calcified and non tortuous ramus intermedius coronary artery. Upon attempting to advance the 2.25mm x 10mm flextome cutting balloon through the co-pilot toque and unspecified guide catheter, the shaft separated at the location of the two marker bands. The balloon had neither exited the guide catheter nor been placed in the coronary tree. The balloon catheter was removed intact without incident. The procedure was completed successfully with another of the same device. There were no patient injuries or complications. The patient's status was reported as fine.

Manufacturer narrative:
Device evaluated by manufacturer: visual examination of the returned device revealed no evidence that the balloon had being inflated. The hypotube shaft was broken 623mm from the rapid exchange (rx) bond). The device could not be inflated due to the break in the shaft. Further visual and microscopic examination of the balloon revealed no visible damage to the balloon or blades. No other damage was noted on the device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that during a percutaneous coronary interventional (pci) with cutting balloon angioplasty and stenting procedure, a shaft break occurred. Vascular access was obtained via ipsolateral approach. The 90% stenosed and de novo lesion was located in the mildly calcified and non tortuous ramus intermedius coronary artery. Upon attempting to advance the 2.25mm x 10mm flextome cutting balloon through the co-pilot toque and unspecified guide catheter, the shaft separated at the location of the two marker bands. The balloon had neither exited the guide catheter nor been placed in the coronary tree. The balloon catheter was removed intact without incident. The procedure was completed successfully with another of the same device. There were no patient injuries or complications. The patient's status was reported as 'fine.'

Manufacturer narrative:
(B)(4)